Manufacturer narrative:
H3: "device evaluation anticipated, but not yet begun" is erroneous and no longer applies. The device was evaluated. Corrections in h3. Additional information in h6: investigation type, findings, and conclusions. A review of the DHR was conducted and found there was one non-conformance associated with this lot related to a functional issue between the adjustable stop and knob. However this functional issue is not related to this complaint issue of a fractured hook and there were no further indications of a manufacturing issue. Visual inspection revealed the hook has fractured from the device. This event likely cannot be attributed to manufacturing or design related issues. The complaint is confirmed for roi-c implant holder (pn mc9091r) for the failure of fracture. The failure could possibly be attributed to excessive and repeated lateral movements being applied beyond intended use. This device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that intra-operatively, the hook of the roi-c inserter broke off and remained attached to the cage slot, resulting in its retention inside the body. As a result, both the cage and the blade were removed. There was a 30 minute delay associated with this event, but no reported patient impact.

Manufacturer narrative:
Corrections in d4: lot & UDI numbers, d9, and h3. Additional information in h4. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that intra-operatively, the hook of the roi-c inserter broke off and remained attached to the cage slot, resulting in its retention inside the body. As a result, both the cage and the blade were removed. There was a 30 minute delay associated with this event, but no reported patient impact.

Manufacturer narrative:
D4: the remainder of the UDI number is unknown because the lot number is not available. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that intra-operatively, the hook of the roi-c inserter broke off and remained attached to the cage slot, resulting in its retention inside the body. As a result, both the cage and the blade were removed. There was a 30 minute delay associated with this event, but no reported patient impact.